Event description:
During a check-out procedure of a ventilator at the manufacturer's service center, the device alarmed and failed to charge its internal battery. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's system board was replaced and the software was reloaded to address the issues.